Manufacturer narrative:
E2: health professional ¿ n (no) and e3: occupation - non-healthcare professional. Three attempts were performed to obtain additional information, but no response was received from the customer. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the failed water leak test was due to a tiny pin hole on the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited a failed water leak test. There was no patient involvement.